Manufacturer narrative:
Product analysis summary: as received the gauge needle of the everest inflation device was at 4atm. The everest syringe body, tube and lure rotator/connector all appear undamaged and without defect. Closer visual inspection to the gauge detected no damage to the gauge housing. During functionality testing the device aspirated water with the needle failing to move to vacuum (red in the dial). The device was pressurized while turning the knob one full turn, the needle moved steadily to 30atm while pressurizing the device. The device remained at maximum pressure with no issues. During depressurization the needle remained stuck at 3atm, some minor movement but still stuck at 3atm. The gauge was removed from the syringe body, the bore filter appeared clean during inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using an everest inflation device. There was no damage to the device packaging. The device was removed from packaging per IFU with no issues. The device was inspected with no issues and prepped per IFU with no issues. The everest was connected to a balloon. The balloon was inflated up to 10 atms. A needle issue was noted during deflation of the balloon. During deflation, the needle stopped at 4 atm and would not return to '0'. No injury reported.

Manufacturer narrative:
Additional analysis summary: the gauge was tested for accuracy (as received) and found to be out of the specified tolerance. The gauge was out of tolerance by 57 psi throughout the scale. The pointer was removed and reset within the zero box and the gauge was tested for accuracy. The gauge was found to within the specified tolerance. The returned gauge was disassembled to inspect the internal components for damage. There was no damage observed to the internal components. The process connection was sectioned to inspect the inner surface of filter. There were no defects found during the inspection of the filter and socket bore hole. The returned gauge was subjected to a shock or impact which led to the pointer being off of zero. This is based on the pointer reset correcting the out of tolerance condition and the gauge being out of tolerance by the same amount through the scale. If information is provided in the future, a supplemental report will be issued.